Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lost to follow-up and passed. Subsequent interrogation of the patient's pacemaker indicated that the device was at 2.4 v battery voltage with cell impedance in excess of 10 ,700 ohms. There is some consideration that the patient death could have been as a result of the battery depletion of the device and its inability to capture the patient's heart and sustain life. Follow up indicated the patient was seen in clinic and the device was noted to have tripped elective replacement indicator (eri). It was noted the patient had an existing lead that had an elevated thresholds. The patient complained of feeling unwell which was related to the vvi-65. At the time of visit, he was booked for pacemaker replacement that was to be expedited to ensure that it was completed prior to the patient beginning a period of incarceration. In the following month, further information was received that indicated the patient had expired. At interrogation during the autopsy the battery voltage of the pacemaker measured 2.40 v. No further information could be obtained.